Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.